Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive issue as the infusion set was pulled out/got caught on something while he was working and for which he did not have a replacement. Five hours after having the infusion set pulled off when he arrived home to his supplies (after having previously eaten his lunch), he attempted to give himself a manual injection, however, 5 - 6 hours had elapsed between the infusion set being pulled, the patient had eaten immediately before his infusion set was pulled off, and the manual injection did not correct his high blood glucose level. Therefore, on (B)(6) 2022, the patient went to the emergency room due to high blood glucose level and stayed there for 30 minutes. His highest blood glucose level was in 600's mg/dl and the infusion had been used for 2-3 days. Moreover, the issue led to the patient experiencing diabetic ketoacidosis. While in the emergency room, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2022(after 10 days), the patient was released from the hospital. The patient was giving multiple daily injection while inpatient and resumed pump use when he got home. Since (B)(6) 2022, the patient faced this issue ten times. Further, on (B)(6) 2022, the patient again faced an adhesive issue as the infusion set fell off during use. His blood glucose level was 600 mg/dl at the time of the event. The infusion had been used for one day approximately. Moreover, they replaced the infusion set and the insulin was resumed successfully. No further information available.